Event description:
The complainant reported a patient was on impella cp support. While on support, the impella cp was turned on and could not achieve flows any higher than two liters per minute on auto and when switched to manual, p4 had the same flows as p6. Another kink in the cannula was noticed and suction events presented as with previous impella cp implants in the catheterization lab. The decision was then made to perform a sternotomy and place an impella 5.5 direct. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely cannula kink.